Manufacturer narrative:
Samples were not received for the investigation. The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Because a sample was not returned, we were unable to perform a follow up investigation to include functional and visual evaluations to confirm the reported issue and determine a root cause. A corrective action is not applicable at this time. If a sample is received at a later date, this complaint will be reopened for further investigation.

Event description:
The customer reported that a leak was identified after installation. Per additional information received, the leak was in the balloon. From the beginning, they realized that the balloon did not inflate and this is why they changed the foley catheter. There was no additional medical intervention required.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.